Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their first implantable neurostimulator (ins) was great but the current one was not, they were not having good luck with the current ins. The patient stated they were on program 1 at 8.0 v and that it kind of worked some days but other days it didn¿t. The patient noted that they met with their healthcare professional (hcp) and was told to contact a manufacturer representative (rep). The patient stated that it didn¿t work at night time at all, they were having to run to the bathroom and dripped all the way there. The patient noted that they tried program 2 for a while but got the same results. The patient also tried programs 3 and 4 but they caused a lot of pain. The patient was advised to follow up with a healthcare professional (hcp). Additional information was received from a rep on 2017-jun-21. The rep reported that the patient had stated that they experienced a loss of stimulation and a lack of efficacy. The patient also stated that they had a fall but the lack of efficacy took place before the fall. The rep noted that the patient had their stimulation up to an amplitude of 8 on all four programs. It was indicated that the rep and hcp would meet with the patient and interrogate the implant on (B)(6) 2017. The rep stated that based on the findings they would develop a plan of action. It was indicated that the issue was not resolved at the time of report. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.